Manufacturer narrative:
Through a legal claim, it was reported that left hip revision surgery was performed. Further medical documentation has been received, which indicates that at the time of revision, both the bhr head and cup were removed. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. Device history record review confirmed that all released parts met specifications applicable at the time of production. The supplied medical documents were reviewed. Review of the provided implantation report did not show any inconsistencies with the surgical technique. According to the provided revision report, the patient had a fall approximately 5 months before the revision. The patient had squeaking, continue pain and elevated blood metal ions. It was not mentioned explicitly whether this started after the fall. During the revision there was a large amount of dark-colored fluid, which was deemed to be from metallosis and a gram stain showed no organisms. No details about the blood metal ion and the reported metallosis were provided. No x-rays were provided and an involvement of the implant position with the reasons for this revision cannot be investigated. Based on the provided documents no root cause or contributing factors leading to the revision could be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint. If the products or additional information become available in the future, this case will be reopened. Without additional information about this patient's particular case, our investigation remains inconclusive.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that left hip revision surgery was performed due to pain and other complications.